Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189) and a24 - adverse event without identified device or use problem (2993). Correction: date of event, describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device model #, concomitant med prod data, initial reporter addr 1, initial reporter city, imdrf annex a and g codes. Additional information : medical device serial #, initial reporter zip, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention a072103 - intermittent continuity. A26 - insufficient information. E2321 - low blood pressure/hypotension. There was patient involvement. A report was received from health canada's canada vigilance program which states, "pt. Had suffered several gsws & had an extremely unstable bp, frequently dropping to 50s/30s. Levophed gtt was initiated at 0.2mcg/kg/min via pump xxxxxxx using module xxxxxxx. Module almost immediately began alarming channel disconnected". Removed module & reattached same as there were no additional pumps/modules in the room & pt. Was severely hypotensive (rl bolus given & warm blankets provided as additional hemodynamic stabilization measures). Module then functioned properly until another pump was brought in at which point the pump & module were quarantined. Using this second pump in addition to the levo/propofol/etc. Already running we attempted to infuse fibrinogen as part of the mass transfusion protocol. However the channel that we were attempting to use continuously alarmed (red light on top no error code on marquee screen) & would not allow us to initiate any sort of infusion. Module was removed but since the rest of the pump was functioning."